Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4) implanted:(B)(6)2015 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the procedure occurred on (B)(6)2019. No further complications have been reported.

Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4) implanted: (B)(6)2015- explanted: product type catheter review of the provided information required coding updates. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (50 mcg/ml at 18 mcg/day) and bupivacaine (30 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that after a pump replacement the patient experienced a lack of efficacy. A catheter access port procedure was attempted and unsuccessful so a revision was scheduled. During the revision the tip of the 8781 was linked on both side of the collet. The collet and 1 cm from the pump/tip segment were removed and cerebrospinal fluid was visualized per the hcp. A new 8785 collet was attached to the existing 8781 catheter and a successful catheter access port procedure was performed. It was noted that the explanted portion of the catheter was discarded. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.